Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for a follow-up in clinic with a complaint of discomfort. Interrogation revealed that the left ventricular (lv) lead exhibited high capture threshold and examination showed diaphragmatic stimulation at capture vectors. The lv lead was programmed off in clinic and was subsequently explanted and replaced with a left bundle branch pacing (lbbp) lead. The patient remained stable throughout the procedure.